Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy transducer plug was found to be loosened, and the signaling device exhibited a worn locking mechanism. There was no report of patient harm.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.